Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. The product was returned for investigation. In reviewing the data logs, there is clear evidence that the raw optical sensor drop. The cause of the automated impella controller (aic) issue was most likely a defective optical bench. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that an impella 5.5 pump was implanted to support a patient. During support, the associated automated impella controller (aic) showed placement signal not reliable alarms. Pump position was confirmed. It was confirmed the placement signal issue is an aic issue, not a pump issue. Patient expired while on support.